Event description:
In 2007, this pt was treated with gore excluder aaa endoprosthesis aortic extender components for a traumatic injury to the thoracic aorta. During a follow-up visit on an unk date, a compression of the devices was noted. On an unk date, a reintervention was performed in which a palmaz stent was placed to correct the compression. The pt tolerated the procedure with no further complications being reported. The pt has been lost to follow-up.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Additional devices involved in this event: pxa280300 and pxa280300.